Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional (via a manufacturing representative) regarding an event that occurred during a procedure (surgical intervention). It was reported that the lead was used for a new implant and that contacts 0-4 showed impedances greater than 10,000 ohms intraoperative. Lead damage was suspected due to "multiple re-positioning" intraoperative. Troubleshooting included taking the lead out of the multi-lead trialing cable (mltc), wiping it down, and reinserting it into the mltc. A new mltc was even used and the impedances were still out of range. The damaged lead was removed and replaced with a new lead, and the issue resolved. The patient was alive with no injury at the time of the report. A follow-up report will be sent should additional information be received.

Event description:
The company representative (rep) reported almost a month later that they will be sending the lead back for analysis next week.

Manufacturer narrative:
Device analysis for lead (B)(4) revealed no anomaly found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.